Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that an occlusion alarm occurred. And that the insulin gauge was inaccurate and static. The customer went to the emergency room. And was subsequently, hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of above 400 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged on (B)(6) 2023 with the issue resolved. And no permanent damage. A replacement pump was sent to the customer to resolve the issue.